Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe hypoglycaemic episode [hypoglycaemia]. Mix-up of both pens [wrong device used]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "severe hypoglycaemic episode" and "mix-up of both pens" both with an unspecified onset date, and concerned a (B)(6) male patient who was treated with co-suspect novorapid penfill (fast acting insulin aspart) from unknown start date and two suspect novopens both from unknown date all for type 1 diabetes mellitus. Non-novo nordisk suspected product included lantus (insulin glargine) used from unknown start date due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus and hypertension diagnosed on (B)(6) 2007. Concomitant product included ramilich (ramipril). On an unspecified date 12 weeks ago, the patient had a severe hypoglycaemic episode during the use of novorapid penfill and novopens. The patient's blood glucose decreased from 370 to 31 within a few hours (units not reported). It was reported that it could not be handled at home; therefore, the patient went to hospital (hospitalisation dates are not reported). The physicians thought that the patient had mixed-up the novopens and therefore the severe hypoglycaemic episode occurred. Following hospitalisation, training was conducted for the patient. No sample was available for investigation. Action taken to novorapid penfill, lantus and the 2 novopens was not reported. The overall outcome was not reported. Investigation results: novorapid® penfill® 100 e/ml injektionsloung in einer patrone - batch unknown no investigation was possible, because neither sample nor batch number was available. Novopen 1: no investigation was possible, because neither sample nor batch number was available. Novopen 2: no investigation was possible, because neither sample nor batch number was available. Manufacturer's final comment: (B)(6) 2015: hypoglycaemia may occur if the insulin dose is too high in relation to the insulin requirement. The mix-up of the pens might be the likely cause for the hypoglycaemic episode in this case. As both pens have not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected pens is available, it is not possible to identify a clear root-cause of the mix-up and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: no investigation was possible, because neither sample nor batch number was available.